Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the alarm, and a replacement pump was sent to the customer. The customer understood the instructions to return the problematic pump and will use an alternate insulin delivery method in the meantime.